Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
Reportedly, the stent of an unknown xience prox dislodged during removal of the protective sheath. Additionally, the stent delivery system was prepped before the sheath/stylet were removed. The device was not used and the procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. In the xience prox everolimus eluting coronary stent system instructions for use, the first step under the preparation section is packaging removal which includes steps for removing the device from the foil and inner pouches and removing the product mandrel and protective sheath. The investigation determined the stent dislodgement was likely due to the user error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.